Manufacturer narrative:
Based on the information provided, review of the surgical technique manual, IFU, certificates of analysis and fmea, the most probable root cause is user error; initial malpositioning of the implant and/or improper implant size selection.

Event description:
The patient had right side si joint arthrodesis in (B)(6) 2019 where two implants were installed. The patient later reported to a new surgeon with radicular pain complaints. The implants were slightly malpositioned and the patient wanted them removed. In (B)(6) 2020, the surgeon performed a revision procedure where he removed both implants using chisels as they were solidly fixed in bone. The status of the patient following the revision procedure is not known.